Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that structural valve deterioration on this 19mm pericardial aortic valve was detected after approximately five (5) years and three (3) months post implant, and the patient underwent valve-in-valve procedure. This valve was originally implanted for aortic valve replacement to treat severe aortic stenosis. Follow-ups were performed at the other hospital. After approximately five (5) years and three (3) months post implant, valve malfunction was detected and the patient became a candidate for valve-in-valve surgery. A non-edwards valve was implanted in this surgical valve. The patient status was reported ¿recovering¿ at a general ward of the hospital.

Manufacturer narrative:
Reference CAPA-20-00141.